Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient faced adhesive event as the tape was not sticking on (B)(6) 2026. The infusion set fell off after insertion. No further information available.